Event description:
It was reported that during a ra lead revision, the rv capture threshold increased. The rv lead was explanted and replaced. After procedure the patient was in good condition.

Manufacturer narrative:
The damage found was sustained during the surgical explant procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).